Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) received a peripheral system. The patient has been unable to turn off stimulation using the programmer. The sjm representative was unable to establish communication with the ipg using multiple programmers. X-rays did not identify any anomalies relate to the ipg position. Subsequently, surgical intervention was undertaken to explant and replace the ipg.